Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received with four jammed clips within the jaws; the four clips were removed in order to perform functional testing and three clips were confirmed to be malformed and one clip was found conforming. In addition the instrument had excessive dried body fluids. In an attempt to perform functional testing, the device was cycled in several occasions and no clips could be fed into the jaws. The device was disassembled in order to evaluate the condition of the internal components and dried body fluids were found inside the shaft; in addition, ten clips were found inside the clip track. A possible cause for the feeding issue is the dried body fluids that were found inside the instrument. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clip got stuck. There were no patient consequences. Case completed with another device of the same product code.